Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Visual inspection of the clik anchor revealed that the eyelets were torn.

Event description:
A report was received that during a revision, it was discovered that the clik anchor was flipped and damaged. The clik anchor was replaced. The patient was doing well postoperatively.

Event description:
A report was received that during a revision, it was discovered that the clik anchor was flipped and damaged. The clik anchor was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the clik anchor was damaged when the physician was using the fixate.